Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). The surgery center is reporting this adverse event only and did not request or require field service or clinical support. In addition, the tubing pack was discarded. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, a rupture capsule occurred on the operative eye resulting in a vitrectomy procedure when using the disposable tubing pack model opo71. A description from the surgery center indicated during the irrigation and aspiration (I/a) segment of the cataract procedure, there was chamber instability. The surgery center indicated after the capsular rupture occurred, the surgery center changed to low settings on the remaining procedures to prevent any more ruptures. Procedure was completed, and patient outcome is well. The tubing for the event was discarded.